Event description:
Reporter indicated that a vns pt's generator had migrated causing pain. The pt underwent revision surgery and the lead was also replaced as tension on the lead could not be removed without cutting it. The believed cause of the migration was the breaking of the suture. Attempts for return of the explanted devices were unsuccessful as the explanting facility indicated that they had been discarded.